Event description:
It was reported that an elective replacement indicator was triggered and the device switched to vvi 65 mode causing shortness of breath. Premature battery depletion was suspected and high battery impedance was noted. The device was reprogrammed. The device was later extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and have analyzed the data. Elective replacement indicator due to high battery impedance logged on (B)(6) 2011, prior to explant. High battery impedance was also noted, leading to eri.